Event description:
Pt states that #5 - 3ml cartridges were leaking remodulin during change and lost about half a vial of medication, batch # of syringes (B)(4). Patient did not have any adverse effects from this. Just a loss of medication. No other information known. Dose or amount: 136 ng/kg/min, frequency: continuous, route: sub q. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.